Event description:
Caller reported receiving an alert 5 followed by alarm 7. Customer's blood glucose level was high due to the issue, but no specific value was provided. The customer drank water to address the high blood glucose level and did not require assistance from a third party. Technical support educated the caller on the reason for the alert and alarm, which the caller understood and acknowledged. Customer successfully resumed insulin deliveries.